Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located a crack on the body of the pump found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), broken belt clip rails, cracked reservoir tube lip and cracked retainer. Cosmetic damage was confirmed cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump body was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device